Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). There was no device issue related to the catheter. The MRI showed no granuloma. The technique was noted to be ¿sagittal t1, sagittal t2, sagittal stir, axial t1, and axial t2 sequences of the thoracic spine were acquired without contrast.¿ findings showed the patient had slight thoracic levoscoliosis. The patient had multilevel moderate thoracic disc space loss with anterior marginal osteophytes. There was a tiny central disc protrusion at t3-t4, mild disc bulges from t5-t6 through t9-t10. The impression showed moderate thoracic degenerative disc disease and slight thoracic levoscoliosis. There was a small focus of magnetic susceptibility artifact within the posterior subarachnoid space at the t10-t11 level, possible intrathecal catheter tip. There was no associated mass to suggest granuloma. The patient had a history of post laminectomy syndrome and chronic pain syndrome.

Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving 30.0 mg/ml bupivacaine at a dose of 5.256 mg/day and 2.0 mg/ml morphine at a dose of 0.3504 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was not feeling well; the patient noticed when he was doing something which required him to squat or kneel. The next morning he would wake up and was so sick he couldn t hardly get out of bed, his stomach was upset, and he had diarrhea. The patient went to the emergency room (ER) and they couldn t find anything wrong with him. The patient¿s stomach went numb, he did a bolus and sat on his bed and was putting his socks on and stated his stomach went numb all the way to the back by the spine. The patient mentioned he had been seen by a cardiologist and oncologist and they had done testing including a pet scans and ultra sounds; they were not finding anything wrong with the patient. This was considered a sudden change in therapy/symptoms. On (B)(6) 2016, additional information was received from a healthcare provider (hcp). They ordered a thoracic lumbar MRI to rule out granuloma as the patient felt he was not responding to therapy at this time. The pump logs were received. The estimated elective replacement indicator was at 45 months. The daily dose of morphine was 0.5956 mg/day with a bolus of 0.0825 and the daily dose of bupivacaine was 8.935 mg/day with a bolus of 1.237 mg. The dose restriction interval (dri) was 3/12 hour and there were three activations available a day. There were 108 successful activations and 7 lockout attempts noted. The consumer reported additional information on 2016-nov-29. The patient had some problems lately and thought it had something to do with the catheter. The patient was not happy with the hcp and wanted to find another one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.